Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, some led segments failed to illuminate. Internal inspection revealed corrosion on the system board due to fluid ingress. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the rad-5v has a missing segment 'a' on top-right and bottom-right of the 7-segment display. No known impact or consequence to patient.